Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation of the patient's implantable cardioverter defibrillator (ICD) showed post-paced t-wave over-sensing. The patient was asymptomatic. Sensitivity programming changes were made to the ICD. The patient was stable throughout.